Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. The insulin p ump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and shifted end cap sticker.

Event description:
The customer reported getting no response from any buttons on the insulin pump, with no significant events occurring beforehand. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 125 mg/dl. No further information was provided.